Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high control solution results and low blood glucose test results. Customer stated he had performed control test and result was out of range. The customer is concerned with tests results from control test result obtained of 142 mg/dl and blood glucose test results obtained of 61, 73, 66 and 83 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification; customer did not provide location but stated it was not stored in the bathroom or kitchen. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high control solution results and low blood glucose test results. Customer stated he had performed control test and result was out of range. The customer is concerned with tests results from control test result obtained of 142 mg/dl and blood glucose test results obtained of 61, 73, 66 and 83 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification; customer did not provide location but stated it was not stored in the bathroom or kitchen. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 61mg/dl, date: (B)(6) 2019, time:6:59am fasting, result 2: 73mg/dl, date: (B)(6) 2019, time:7:07am fasting, result 3: 222mg/dl, date: (B)(6) 2019, time:6:39pm non-fasting, result 4: 66mg/dl, date: (B)(6) 2019, time:6:57am fasting, result 5: 83mg/dl, date: (B)(6) 2019, time:7:30am fasting.